Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in his right eye a week post treatment. Flap as lifted for enhancement and a tear of the flap occurred. Post treatment the patient developed striae. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. During follow up account reported that the flap lift was done to resolved the post op striae, that the original flap was lifted to perform the enhancement procedure and that the flap tear was not significant and there was no sutures required. All pertinent information available to abbott medical optics has been submitted. Placeholder.